Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue with the fusion oxygenator prior to use, where dripping occurred from the membrane under the oxygenator at the transition between the heat exchanger and membrane. It started to drip immediately after starting the heart-lung machine (hlm) with priming to prepare the machine. An increase in back pressure behind the oxygenator to 300mmhg caused a significant amount of priming solution to escape from the oxygenator membrane. The oxygenator was primed with 1.5 liters of sterofundin 1/1 crystalloid solution and was not connected to a patient at any time. Oxygenator pressures ranged from 5mmhg to 55mmhg at a flow rate of 6 liters per minute. The oxygenator and priming solution were at room temperature. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the input was not changed. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). Correction d.5 expiration date and h.4 mfg date updated device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. Note: the leak is next to the hex which is representative of a ¿snorkel¿ fiber. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.